Manufacturer narrative:
(B)(4). The rdf's (run data files) were analyzed for the procedure and show that the trima operated as intended. The customer's biomed checked the machine. Caridianbct has not been made aware of those results. The DHR (device history record) was reviewed and no issues noted. If there is a very slow leak from the venipuncture site during a collection procedure, the trima accel system may not detect this and therefore would not trigger the return pressure alarm. This situation could be created or exacerbated if an adjustment of the needle is made after receiving a return pressure high alarm. The return pressure high alert occurs when the return pressure reaches +310 mm hg. The operator does need to monitor the venipuncture site and the donor during collection procedures to be sure they are not having any discomfort. Root cause: donor access issues. Conclusion: the device operated as intended.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. Customer reported that about 10 minutes into a trima run, a male donor had complained of arm discomfort. A small bruise, about the size of a quarter was observed and the procedure was discontinued. There was no medical intervention beyond the application of cold compress. No other adverse effects to the donor from this incident.